Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port had missing pins and it was not possible to charge the pump. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.